Manufacturer narrative:
This report may be required by medical device reporting regulations contained in title 21 part 803. As provided in the title 21 section 803.16, it does not establish any causal relationship between this device and any event associated with use of the device, nor does advanced bionics® intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing perceived lack of benefit. Device testing result was within normal limit with few open circuits. Revision surgery will be scheduled.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Revision surgery will not be pursued at this time. A review of the device history record revealed no anomalies. The recipient remains implanted. This is the final report.